Event description:
It was reported that this implantable lead was attempted to be implanted due to experiencing placement difficulty. Another lead was implanted instead. No further adverse patient effects were reported.